Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6) lbs.) Underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that before the ablation procedure, a small pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter. The procedure was completed, and a post procedure ice showed the effusion was the same as the baseline pictures. After approximately 3 hours, an echo was performed and the effusion was larger. A pericardiocentesis was performed by the physician and the patient was stable at the time of the call. Additional information was later received indicating a small effusion was noted pre and post case with no change. The doctor checked right before sheaths were pulled and the effusion had not changed. The large effusion was noticed later, post case, in recovery. The medical intervention provided was a pericardiocentesis and 600 ml were pulled. The patient outcome of the adverse event is fully recovered. The patient stayed overnight and was discharged the next day with no residual problems. During afib procedure, a transseptal puncture was performed with a baylis nrg needle. An irrigated catheter was used in the event. The doctor was using 50 watts for 10 seconds so 15ml was used during ablation. Correct catheter settings were selected on the smartablate generator. The smartablate pump was switching from ¿low¿ to ¿high¿ flow during ablation. There was no evidence of steam pop. The force visualization features used were; graph, dashboard, vector, and visitag. The parameters for stability used with the visitag module were range: 3mm, time: 3 seconds, force over time (fot) 25%@3grams. Tag index was the color option used prospectively.